Manufacturer narrative:
Correction: product, unique device identification (UDI), device manufacture date and associated fields updated to proper value. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that fluoro navigation could not capture a side image during a sacroiliac and thoracolumbar case. Only the front image could be used for the navigation. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional.